Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient had their superion interspinous spacer explanted due to inadequate pain relief. The patient is doing well post-operatively. The device was retained and will not be returned for analysis.